Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 12-13, 2024. H11: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. Visual inspection of the photographs showed white drug residue and droplets of fluid on the red coil cap and inside a bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors leaked from the filling port. The devices contained fluorouracil and saline. This occurred after the filling process was completed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.